Manufacturer narrative:
This report is submitted on october 8, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to a tip foldover of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted october 29, 2019.